Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for a follow-up, when intermittent undersensing of isoelectric pvcs was observed. No programming changes were recommended because the pvcs were too small in amplitude. Device will continue to be monitored. Patient condition is fine.